Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported a patient who was hospitalized due to uncontrolled ultrafiltration (uf) removal. The issue was caused by a cut in the dialysate line, which in turn caused a leak of the dialysate fluid. Additional details were requested, but were not provided.

Manufacturer narrative:
The dialysate line hose clamps were returned for evaluation. A visual inspection on the hose clamps found no physical damage. There were no unusual sharp edges or sharp burrs on the hose clamps. Both hose clamps were installed on the dialysate lines of a test machine and tested to investigate for the reported failure. The test machine completed a rinse and a heat disinfect program without any discrepancies. The dialysate lines were flexed/bent at the location of the clamps during testing to observe for any punctures to the dialysate lines. There were no damage occurred and no signs of leaks during testing. The 2 complaint samples were sent to the quality inspection group and compared to a new clamp to look for any outstanding differences. The reported physical damage problem was not confirmed. The reported fluid leaks were not confirmed. The reported high ultrafiltration removal issue was not confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. It was reported that a fresenius regional equipment specialist (res) replaced the dialysate clamps on the machine. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a possible causal relationship between the 2008t machine and the patient¿s adverse events of dizziness and nausea which warranted fluid replacement during hemodialysis (hd) treatment and subsequent transfer to the ER on (B)(6) 2018. Additionally, it was noted the patient had elevated blood pressure which may have been related to additional fluids received during hemodialysis. The patient symptoms resolved in the ER, and the patient was discharged home and continued their regularly scheduled hd treatments. It was alleged that a hole in the dialysate hose line caused the machine to have high ultrafiltration (uf) removal which caused the patient¿s adverse event. A review of hd treatment details revealed the patient¿s uf rate changed from 510 ml/min to 780 ml/min; however, it cannot be confirmed why this occurred. The 2008t machine passed all pre-treatment testing and post event testing on (B)(6) 2018. The machine also passed additional functional testing, simulated treatment and uf pump verification testing on (B)(6) 2018. Due to the known risk for errors in the machine¿s ultrafiltration control system and documentation which confirms the presence of a hole in the dialysate tubing that would be likely to leak, a causal relationship cannot be excluded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res), who confirmed the machine passed functional testing, simulated treatment, and the ultrafiltration pump verification testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.